Event description:
Bilateral proximal tibial intraosseous access was established using ez-io. Fluid distribution between the limbs was unclear but intraosseous infusion was increasingly difficult on the right leg within 30 minutes, the left leg being used exclusively after this. Total infused volume 730ml. On transfer to the intensive care unit, the leg was tense and pulses were impalpable bilaterally. During treatment for septicaemia, the patient's left limb gradually demarcated to proximal calf at the lateral aspect, while perfusion returned on the right. A below knee amputation was performed on day 13. Pt was discharged at six weeks. Early signs of distal tibial ephyseal arrest were seen at the right lower limb at 6 months.

Manufacturer narrative:
Compartment syndrome was the result of leakage from dislodgement or possibly from improper insertion technique. Confirmation of needle placement in the medullary space is critical before infusion of fluids. Compartment syndrome is a known complication of intraosseous use. (B)(4).